Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, fracture of the implant was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.